Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® aaa endoprostheses. After the proximal end of the trunk ipsilateral leg endoprostheses was deployed, it moved distally approximately 1 cm. No comments were reported from the physician to why the device moved distally. The physician decided not to do the positioning adjustment as there was a dissection in the aortic neck. This dissection was observed before the procedure. The physician deployed the trunk ipsilateral leg endoprosthesis up while attempting to push up due to the proximal end of the trunk ipsilateral leg moving distally of the intended position, but this was not successful. The right internal iliac artery was unintentionally covered by the ipsilateral leg. No additional treatment was performed to resolve the right internal iliac artery obstruction. After all devices were implanted, final angiography identified a proximal type I endoleak. A touch up ballooning was performed, but the proximal type I endoleak slightly remained. The physician decided to monitor the endoleak. The patient tolerated the procedure.